Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.5/+1.5/114 into the patient's left eye (os) on (B)(6)2023. The lens was exchanged on (B)(6)2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause was reported as unknown.